Event description:
The patient contacted animas on (B)(6) 2012 and stated that the ok keypad button had a delayed response and required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump in a case in a pocket and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok and contrast keypad buttons were unresponsive; the up arrow and down arrow keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. The keypad flex was peeling off from the base. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.